Manufacturer narrative:
Block h6: device problem code a0203 captures the reportable event of stent damage inside the patient. Block h11: the returned tria firm ureteral stent was analyzed, and the evaluation found with suture hole and the tip torn. Additionally, the suture did not return. During magnification, it was observed closely that the suture hole and the tip torn. Based on the most relevant information, the device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported problem. During product analysis it was observed that the suture hole and the bladder tip was torn, evidence of "device damage defective (suture hole torn and stent tip torn". It is possible to concluded that this problem could be caused by operational factors. The retrieval line may be removed before placement at the physician's discretion. If the retrieval line is removed using excess force, the stent can get "torn" during the procedure affecting the performance of the device. Based on the analysis results, the most probable cause is "adverse event related to procedure" since the adverse event occurred during the procedure and the device had no influence on event.

Event description:
It was reported that, during a ureteroscopy procedure using a tria ureteral stent, the stent cosmetic at the bladder side was found damaged. Another of the same stent was used to successfully complete the procedure. No patient complications were noted.

Event description:
It was reported that, during a ureteroscopy procedure using a tria ureteral stent, the stent cosmetic at the bladder side was found damaged. Another of the same stent was used to successfully complete the procedure. No patient complications were noted.

Manufacturer narrative:
Block h6: device problem code a0203 captures the reportable event of stent damage inside the patient.